Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "all-soft tissue quadriceps tendon autograft in revision anterior cruciate ligament reconstruction in athletes: comparison to bone-patellar tendon-bone autograft with at least a 2-year follow-up." The study reviewed twenty-six (26) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Two (2) patients had re-tears during the thirty-three (33) month follow-up period. Ref: brinkman, j. C., et al. (2022). "All-soft tissue quadriceps tendon autograft in revision anterior cruciate ligament reconstruction in athletes: comparison to bone-patellar tendon-bone autograft with at least a 2-year follow-up." Am j sports med 50(14): 3770-3777.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.